Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0s15w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3037, serial#: (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's health care professional (hcp) said to increase the stim and wait for her three month follow-up visit in (B)(6) 2015, so the patient did that. It was ok for a few days and it had gotten worse on the day of the report, almost back to how it was pre-surgery. The patient increased the stim and had it on 4.5 volts, but it did not help. The accidents were increasingly getting worse. The patient was still wearing pads. There was fecal incontinence especially with gas. The patient tried gas x with no relief and used beano currently that resulted in less gas. The patient could not feel it when she was soiling herself. She did not know it until she had feces around her anus when at the restroom. The patient spoke to the hcp who said to change to program 3. She changed to program 3 and increased stimulation to a comfortable level. She was on 2.0 volts and could feel the stim and it was comfortable. After follow-up, the patient was still having concerns with her device or therapy and had an appointment with her hcp scheduled for (B)(6) 2015. There was no alleged product issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported that the patient was getting a warning screen to change the programmer batteries. Applicable battery considerations were reviewed which resolved the issue. The patient changed to program 4, but could not sync remote which started ¿this past week.¿ the patient stated it ¿seemed like it was taking itself down¿all by itself.¿ the patient reported experienced ¿bowel issues.¿

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when they were doing a check using their patient pro grammer the numbers were different from one usage to the next usage and they did not use the patient programmer to make changes on their own. The patient also mentioned that when it was down, they started having issues again, but they used their controller and it would start working again. No further complications were reported or anticipated. Omitted information from (B)(4): unable to increase, poor comm, pp battery issues, resolved]